Event description:
Complaint was received via medwatch report. It was reported the procedure was being performed on a male patient in his 70's. Upon attempting to place new central line over guidewire, guidewire met resistance in catheter. During removal of guidewire, guidewire snapped inside catheter. Catheter was immediately clamped, pulled and full guidewire remains found in catheter. Completely new line placed. There was a delay in treatment with no harm to the patient and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). The device was discarded.